Manufacturer narrative:
Return requested. Replacement spinous process tall clamp shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process tall clamp was damaged. A washer came off the clamp and then the clamp would not loosen properly. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.